Manufacturer narrative:
(B)(4). An additional death report is being submitted under MFR 3004753838-2017-115794.

Event description:
Dexcom was made aware on (B)(6) 2017, via social media, that two young dexcom users passed away. The reporter's post indicated that the volume on the receivers is not as loud as the volume on mobile devices and that she was aware of two users who had experienced low blood glucose and were not awoken by the dexcom continuous glucose monitor (cgm). Contact with the reporter was made on (B)(6) 2017, and it was indicated that the reporter did not know the men personally, but that she came across the information when browsing the internet and reading articles. The reporter indicated that the website did not state that the deaths were due to the cgm not working properly. The reporter stated that she was a nurse and certified diabetes educator and could imagine how the low volume of the receiver could have led to the deaths. No additional event information was provided.